Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2anfk, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3560030, lot#: va276aw, product type: extension. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). Product ID: 3560030, serial/lot #: (B)(4), ubd: 28-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional (hcp)) regarding a patient who had been in an advanced evaluation using an external neurostimulator. The patient was undergoing a stage 2 procedure for their permanent implant. It was reported that the lead and extension migrated through the extension site, exposing the lead to open air. It was decided that it had to be removed and replaced to avoid infection. The rep reported that the patient had a very thin frame and that the suture that had been used to tie the loop around the extension connection was not tight enough. It came loose, which enabled the lead to move. The hcp removed the exposed lead and replaced it on the same day as the scheduled stage 2 procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to an inquiry regarding the external factors that may have been involved with the migration, the rep reported that the patient was very skinny and high energy so the rep believed there was a high likelihood of occurrence in this patient type. The suture was loosened but still over the lead. It was possible that it was not tight enough.